Event description:
The customer observed imprecise results on the architect c8000 processing module, serial number: (B)(6). The following data was provided: patient 1 initial magnesium result = >9 repeat result = 1.8 mg/dl. Patient 2 initial lactic acid result = 3 repeat result = 8. Normal ranges: mag: 1.56-2.52 mg/dl. Lactic acid: 0.7-2.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.